Event description:
A representative from tomiki medical instruments co., ltd. Reported to olympus the evis lucera duodenovideoscope had an issue with the tip hood mounting part of the device. Upon inspection and testing of the customer returned device, the nozzle was found clogged with foreign matter. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer's complaint was confirmed. The adhesive was damaged likely due to a shock caused by dropping and knocking the endoscope to a hard surface/object. In addition, the following non-reportable malfunctions were found during the device evaluation: nozzle drain failure, image guide tube corrugated, objective lens scratched, suction cylinder paint peeled, forceps opening scraped, scratches on operation part side, bending section rubber adhesion cloudy, image guide coil side blemish, switch1 scratched, and image flare. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.